Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The malfunction was duplicated and attributed to software revision 2.5 and the pd core revision at 1.01. The output observed during the reported event is within specifications of the installed device 2.5 and pd core 1.01 software version that is 196 +/- 15% for pd core revision at 1.01. The device's software was upgraded to be within the new defib specifications. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.